Event description:
Caller reported a potential false negative troponin I (tni) result on triage cardio profiler kit vs bci lab analyzer. Pt presented with chest pain radiating to arm. Tni results on triage gave a negative result. Sample was run in lab on bci and gave positive result. Reference range on both triage and bci is 0.07 ng/ml. Pt was transferred for cardiac cath later in the day.

Manufacturer narrative:
Product support tested returned pt sample in-house and observed the following analyte results: triage (ng/ml) ckmb 3.6, tni 10.7, myo 165, bnp 1325 (pg/ml). Access (ng/ml) tni 14.38. Tni results were consistent between the two methods. Tni results on this sample ((B) (6) 2010 draw date) were not comparable with results from client's (B) (6) 2010, sample draw. Additional retention testing on the device lot using positive control sample yielded results within the value assignment 2sd range. No product deficiency was established; no corrective acton required at this time.